Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece, measuring approximately 1.7mm x 2.4mm was not returned with the instrument. A visual inspection was performed and there was no damage to the snake wrist cables, housing or shaft. The instrument was found to have a detached fragment. A visual inspection was performed and the detached fragment was broken from the tube adapter. The complaint was confirmed by failure analysis. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer was unable to install the scissors tip to the single port (sp) monopolar curved scissors instrument. The same tip was able to be installed on a different instrument. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the damaged instrument was passed off of the field before the surgery started. Because the tech was unable to install the scissor tip immediately after it was opened to the field, site assume the damage occurred outside of a surgical procedure.